Event description:
It was reported that the ilet user experienced low blood glucose with a nadir of 53 mg/dl after announcing a larger-than-usual meal that included a dark roast beef sandwich and coffee with irish cream, then consuming additional food during the call to treat the low. Symptoms included hypoglycemia, diaphoresis, and shaking/ tremors. Outcomes included recovery to 80 mg/dl following oral carbohydrate treatment with food and glucose tablets. Investigation included case review and user education focused on meal announcements and treatment of low glucose. Investigation of this case revealed user-related factors, including an incorrect meal size announcement relative to actual intake and timing, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user interaction related to meal announcement and carbohydrate management.